Event description:
A pulsar-18 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (stenosis degree: 95 percent) in the moderately tortuous distal left sfa. Despite pre-dilatation, the lesion could not be crossed with the device. After it was tried for 5 minutes, the pulsar-18 was removed and another stent was used and procedure was finished.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
08-jul-2024 additional information: the affected device was withdrawn and scrapped at the hospital. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined.